Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left bundle branch lead experienced infection. A revision was performed and the implantable cardioverter defibrillator (ICD) along with the right ventricular (rv) lead and left bundle branch lead were explanted. No additional adverse patient effects were reported. This left bundle branch lead will not be returned for analysis.

Event description:
It was reported that the patient with this left bundle branch lead experienced infection. A revision was performed and the implantable cardioverter defibrillator (ICD) along with the right ventricular (rv) lead and left bundle branch lead were explanted. No additional adverse patient effects were reported. This lead was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.